Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion there was some blood that could be seen from inside the balloon. The iab was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded inside the product tray. No blood was visible on the catheter. The one-way valve and insertion kit was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion there was some blood that could be seen from inside the balloon. The iab was replaced. There was no reported injury to the patient.